Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray beam was out of alignment. The beam was aligned. The collimator field size was found within specs during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the minimum fluoroscopic field was too large on the 9900 system. No pt injury was reported.